Event description:
As reported, during use in patient, the balloon of this fogarty catheter could not be deflated. The balloon was dragged into the sheath until it ruptured to remove it. No percutaneous intervention was needed. There was no allegation of patient injury. Patient demographics unable to be obtained.

Manufacturer narrative:
Updated section b5 (describe event or problem), based on further follow-up, the balloon was dragged into the sheath until it ruptured to remove it. No percutaneous intervention was needed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation, balloon and winding inspection process is performed as part of the manufacturing process.

Event description:
As reported, during use in patient, the balloon of this fogarty catheter could not be deflated. The balloon was punctured so that it could be removed. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
The report of "balloon could not be deflated" was unable to be confirmed. One fogarty catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon was found ruptured. The balloon edges appeared to match up. Finally, no visible damage was found from catheter body or windings. An engineering evaluation will be performed for further investigation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.